Event description:
The customer's mother felt that the insulin pump may not be working properly as the customer experienced high and low blood glucose levels for two weeks. The mother stated that the customer was taken to the emergency room due to a stomach virus and high blood levels of 430 mg/dl. Troubleshooting was not possible at the time of the call as the customer was not present. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.